Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated creatinine result on the architect c8000 system. An initial result of 4.16 mg/dl retested at 1.24 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed a site visit, inspected the instrument, and observed a leaking r2 reagent syringe. The fsr replaced the r2 reagent syringe to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. The syringe, reagent, part number 2-89398-02, was determined to be the likely cause for the issue. The instrument service history review revealed zero (0) additional service tickets associated with disc repant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed, and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.